Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples or photos were returned; therefore, the investigation was limited. Batch record review did not indicate of any incident in relation to the problem statement. Batch was released in accordance to the acceptable criteria. Investigation conclusion: based on the investigation conclusion, bdm-ps was not able to confirm or correlate this symptom with a potential cause linked to bd process. Root cause description: customer does not require an investigation. 8d report is not required at this time. Complaint could potentially be related to a loose plunger. Rationale: unconfirmed, no sample received.

Event description:
It was reported that the plunger rod detached from the ultrasafe plus x100l pr green ccl amg during use, and attempting to put it back inside caused the liquid to "spread out". The following information was provided by the initial reporter: "when the patient removed the unit from the blister, the plunger rod detached, he tried to put it again inside of the syringe and the liquid spread out."